Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 7/19/2021. H6: investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used catheter adapter assembly, one needleless injection device, and an opened packaged. During the visual/microscopic examination, it was observed that there was damage to the extension tubing near the single port luer. A leak test was performed and leakage was observed at the point of damage. The reported defect was confirmed. The location and shape of cut/slit that was observed in the extension tubing is similar to damage that can occur during manufacturing; therefore, the defect is mostly likely related to the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported bd nexiva¿ closed IV catheter system ¿ single port 20 ga 1.25 in had leakage. The following information was provided by the initial reporter: "holes in the tubing of the nexiva IV catheter".

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch #2100 630000-2021-8008. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd nexiva¿ closed IV catheter system: single port 20 ga 1.25 in had leakage. The following information was provided by the initial reporter: "holes in the tubing of the nexiva IV catheter".